Event description:
It was reported the patient experiences pain at the ipg pocket site due to ipg migration. The physician is treating the area with pain injection. If the pain does not resolve, surgical intervention will be taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.